Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6)). It was reported that on (B)(6) 2026, a 31mm epic plus mitral valve was implanted in the patient. After the procedure, following removal of the mediastinal drains a right pneumothorax was observed on chest x-ray. A high flow nasal cannula was initially attempted but was not at all tolerated. After 12 hours, the patient became tachypneic with an oxygen saturation of 93-94%. A decision was made to reinsert the chest tube followed by lung re-expansion.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.